Event description:
It was reported that the customer had a hospitalization on 03/04/2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 536 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital and treated insulin drip. Also customer mentioned that cannula was not able to insert, and is now changing to a different set. Troubleshooting was not performed, but replacing infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.